Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a red heart alarm which indicated that the driveline was disconnected and the pump was off. The alarm resolved. The pt was asymptomatic during the event with a map of 68. A few hours later, the pt experienced another red heart alarm indicating that the pump was off. The pt's system controller was then exchanged. The pt was alert, talking and lying in bed during this time. The log file was reviewed and it was noted that the reported pump stoppage occurred while the pt was reproduced with any type of movement. An x-ray of the pt's driveline was taken. There are two areas of the driveline that have rescue tape, and one of the areas looked suspicious. The alarm had not occurred again since the system controller was exchanged. A few days later it was reported that the pt was discharged to home with no further alarms.

Manufacturer narrative:
The pump remains in use supporting the pt. The system controller was returned and functioned as intended during analysis. The MFR was unable to identify a correlation between the atypical pump stoppages recorded in the log file and the system controller. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The replaced portion of the percutaneous lead was returned to the manufacturer for evaluation, but the evaluation is not completed yet. No further information is available at this time. A supplemental report will be submitted when the analysis is completed.

Event description:
Additional information: it was reported on (B)(4) 2014, that while the patient was in the hospital for an issue not related to the pump, he experienced a driveline fault alarm. After clearing the driveline fault, the alarm returned. The log files were reviewed and confirmed a yellow wrench alarm. It was also suspected that there might be an issue with one of the wires of the percutaneous lead. On (B)(4) 2014, the manufacturer's technical services technician went to the hospital and evaluated the percutaneous lead. A continuity test did not reveal any broken wires and other than a few spots of rescue tape, no trauma to the percutaneous lead was observed. The system controller was exchanged. On (B)(4) 2015, it was reported that the patient was experiencing a "beeping" sound when he attaches to the power module at night. Upon review of the log file, it was noted that on 5 separate occasions, starting on (B)(6) 2015, the system controller alarmed for low speed advisory and then alarmed pump off. Low flow alarms were also noted. These alarms only occurred while the patient was connected to the patient cable. X-rays were reviewed and some shield thinning by the system controller bend relief, as well as some shielding separation close to the exit site were noted. On (B)(4) 2015, it was reported that the manufacturer's technical services technician performed a driveline evaluation and could not reproduce the reported alarms. A continuity test did not reveal any broken wires. A portion of the percutaneous lead just above the bend relief by the system controller, was replaced. No alarms were noted while the patient was connected to the patient cable after the repair. The patient was monitored and no further alarms occurred, and he was discharged home that day.

Manufacturer narrative:
The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was returned. Fatigue damage to the percutaneous lead was confirmed based on the evaluation of the returned portion of the percutaneous lead. As a result of the damage, the underlying green wire conductor was exposed. The green wire represents a redundant wire in the motor phase 1. The reported red heart alarms would have occurred as a result of the exposed conductors of the wire contacting the braided shielding when the device was supported by the power module. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.